Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05641. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (mlad). A 3.00x38mm promus element drug-eluting stent (des) was advanced but failed to cross the lesion. A 3.00x16mm promus element des was then advanced but also failed to cross the lesion. A type b vessel dissection was then noted. The procedure was completed with a plain old balloon angioplasty (poba). No further patient complications were reported and the patient's status was stable.